Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that they shut the handle of the a2101 mayfield ultra base unit without the transitional piece. There was no known patient injury or surgery delay.

Manufacturer narrative:
The mayfield base unit was returned for evaluation: device history record - no record found for serial number (B)(4). The reported complaint is confirmed from the evaluation. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The observed condition is likely caused by wear and tear / improperly handling of the device . The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.